Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported gripper actuation issue (inability to raise grippers) appears to be due to the gripper line break; however, a cause for the gripper line break could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue and gripper line break. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The clip was advanced to the mitral valve, it was observed that the gripper arms were not raising. The clip was not implanted, and was removed. Upon removal of the device, it was observed that the gripper line was broken. There was no reported adverse patient effect or a clinically significant delay in the procedure. One clip was implanted, reducing mr to 2+. No additional information was provided.